Event description:
It was reported that a burr detachment occurred. The 80-90% stenosed target lesion was located in the mild to moderately tortuous and severely calcified right coronary artery (rca). A 1.75mm rotapro and rotawire drive were selected for rotablation. During the procedure, it was noted that the burr suddenly detached without being lodged in the lesion or subjected to excessive force. The detached burr remained in the vessel while the shaft was successfully removed. With the use of a guide extension and a snare, the physician was able to retrieve the detached burr from the vessel. Since the calcified area was not yet fully treated, the physician decided to continue the procedure using a new 1.50mm burr and a new rotadrive wire. During the subsequent ablation run, the same issue occurred again: the second 1.50mm burr detached from the shaft during the run and remained in the vessel. As before, the burr was not lodged but detached during the ablation process. The physician noticed a sudden lack of resistance on the advancer's knob, indicating that the burr had separated from the shaft. The detached burr was successfully retrieved from the vessel using a guide extension and a snare. There were no patient complications.

Event description:
It was reported that a burr detachment occurred. The 80-90% stenosed target lesion was located in the mild to moderately tortuous and severely calcified right coronary artery (rca). A 1.75mm rotapro and rotawire drive were selected for rotablation. During the procedure, it was noted that the burr suddenly detached without being lodged in the lesion or subjected to excessive force. The detached burr remained in the vessel while the shaft was successfully removed. With the use of a guide extension and a snare, the physician was able to retrieve the detached burr from the vessel. Since the calcified area was not yet fully treated, the physician decided to continue the procedure using a new 1.50mm burr and a new rotadrive wire. During the subsequent ablation run, the same issue occurred again: the second 1.50mm burr detached from the shaft during the run and remained in the vessel. As before, the burr was not lodged but detached during the ablation process. The physician noticed a sudden lack of resistance on the advancer's knob, indicating that the burr had separated from the shaft. The detached burr was successfully retrieved from the vessel using a guide extension and a snare. There were no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Correction to b1 and b2. Device analysis by MFR: the returned product consisted of the rotapro atherectomy system. A visual inspection of the device showed that the burr was detached on the related rotawire, but was able to be removed with no issues. The coil was also found to be detached and was returned separately from the catheter and sheath. The advancer handshake connection was noted to be bent. Media from the customer was analyzed further revealing the burr detachment on a kinked guidewire, along with the full coil detachment. Product analysis was able to confirm the reported event, as the device was returned with the burr separate from the catheter. The returned coil was found stretched and the handshake connection on the advancer end was bent. Based on the severity of the stretched coil and the nature of the detachment indicated tensile force was applied to the device. As a review of the device history record shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpackaging or preparation, it was considered likely that the reported events, device damages, and associated adverse events were attributable to factors encountered during the procedure. Therefore, the most probable cause for this complaint was considered adverse event related to procedure.